Manufacturer narrative:
This supplemental report is being submitted to provide the additional information from the original equipment manufacturer (OEM). The performed a review of the DHR and no abnormalities noted during the manufacturing of the subject device and lot number.

Event description:
Hold for ck 4-15-2021.

Manufacturer narrative:
As part of our investigation, the service center follow up with the sales representative (rep) regarding the reported event and was informed that the teflon pad was partially detached. An open circuit error code were observed on the generator. Additionally, the sales rep reported that the device and the connection points were inspected prior to the procedure with no anomalies found. The device was returned to the service center for evaluation. A visual inspection was performed on the returned device and found there is foreign material on the distal end of the jaw. The ptfe pad (teflon pad) was inspected and found to be lifted at the top half of the jaw exposing metal with charred marks. Based on similar reports, a probable cause for this type of teflon pad damage is operator¿s technique in which insufficient tissue is grasped between the probe and the jaw. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.

Event description:
The service center was informed that during a total laparoscopic hysterectomy (tlh) procedure, the device did not cut and the teflon pad was hanging off with the metal exposed on the device jaw. It was reported that no device fragment fell into the patient. The intended procedure was completed with a different device. There was no patient injury reported.